Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade returned after the handle was depressed and the jaws opened and closed during all tests. The knife blade was buckled but not enough to affect opening and closing. There were no heat issues during any of the functional testing steps.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vaginal hysterectomy procedure, lateral thermal breadth of the device caused vaginal burn on the walls of the vagina. Lignocaine gel was applied on to the patient to manage the pain. Patient is still experiencing pain. There was no delay in the surgery.